Event description:
The customer reported an issue with the touchscreen of their pump, which was frozen and unresponsive, preventing interaction. The customer's blood glucose level was displayed as "high," but there was no specific value known. The customer managed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). The customer was advised on using backup therapy via mdi, understanding the necessary steps upon receiving the new pump, and returning the defective pump.